Event description:
The customer reported that the system intermittently would not boot up. This resulted ina loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.